Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 53 mg/dl. Patient was treated with food. Customer declined the troubleshooting for the low blood glucose. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.